Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump¿s screen was partially white and partially blurry. Customer states that there was moisture behind the display. Customer¿s blood glucose was 13.8mmol/l at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments or partial display due to cracked lcd glass. Unable to perform functional testings due to missing segments/partial display.